Manufacturer narrative:
The cause for the discordant troponin ultra results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
False (B)(6) advia centaur xp troponin ultra results were obtained for three different patient samples. The results for the second draw for the three patients was below the cutoff for the customer. The date of the events is unknown. One patient received a coronary angiography. There was no report of adverse health consequences due to the discordant troponin ultra results.